Manufacturer narrative:
Section: h.6 medical device problem code has been updated.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, on or about (B)(6)2021, patient returned to his orthopedist and x-rays of the right hip revealed, the stem of the arthroplasty has fractured. On or about (B)(6) 2021, due to "failure of recalled hardware of the right total hip arthroplasty patient underwent a right hip replacement. The profemur® total hip system implanted on plaintiffs right side failed due to fracture of the modular neck. Patient orthopedic surgeon found the "femoral trunnion was fractured directly, at the level of its insertion into the modular femur." Additionally, intraoperative findings reflect that patient orthopedic surgeon made several attempts to remove the well-fixed femoral stem, and as such surgical dissection, exposure, and implant placement took two times longer given the technical difficulty. Patient surgeon further noted a combination of osteomas and bur were used to try and dissociate the femoral component from the bone on growth. Patient developed further complications a result of the revision surgery. On or about (B)(6) 2021, plaintiff suffered a right hip dislocation. Additionally, on or about (B)(6) 2021, plaintiff suffered another right hip dislocation.